Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a variceal banding procedure performed on (B)(6) 2024. During the procedure, bands would not deploy. After three attempts of deploying the bands, the device was removed and replaced. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code (B)(6) captures the reportable event of bands unable to deploy.